Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the lower button on the infusion device is not working properly. Patient stated the button is also not beeping to confirm the bolus amount. Patient reported receiving several electronic errors recently. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result short test: lower button not working properly. The snap dome is sometimes without tension. E739 were found in the history list. During the functional test, no e739 could be reproduced. The e739 message occurs if the pump's security system detects an electronic failure. The main-timer of the pump will be observed by a second timer. If the second timer detects an irregularity during the programming of a bolus the e739 occurs.